Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused an unspecified illness. The patient did report to receive medical intervention and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused an unspecified illness. The patient did report to receive medical intervention and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information was received related to the device: section d1 was updated with the devices brand name. Section d4 was updated with the model #, sn# and UDI #. Section g4 was updated with the device's 510k number. Section h4 was updated with the device's manufacture date.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused an unspecified illness and difficulty breathing/shortness of breath. The patient has alleged to the device not functioning and will not turn on. The patient did report to receive medical intervention and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. Section g3 was corrected to reflect the bad when new information was received.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused an unspecified illness and difficulty breathing/shortness of breath. The patient has alleged to the device not functioning and will not turn on. The patient did report to receive medical intervention and was hospitalized. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.